Event description:
A (B) (4) female pt contacted lifecor customer support to report that the battery packs were not charging all the way. The download revealed "battery charger fault" flags on both battery packs. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device evaluation summary: device evals of battery pack sn (B) (4), battery pack sn (B) (4), and battery charger sn (B) (4) have been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the correded terminals was probably liquid spillage into the battery well area of the charger. The liquid spilled into the charger caused u13, one of the supervisor ic chips to blow. The charger was scrapped. Battery pack (B) (4) was fully functional. It was retested and restocked. Battery pack (B) (4) was full of water. The battery pack was scrapped. No adverse event resulted from the damaged charger and battery pack. The pt received replacement charger and battery packs.